Event description:
It was reported that log files were submitted for evaluation concerning intermittent power cable disconnect alarms. The patient went to clinic due to an intermittent alarm that would not clear from the black power cable beeping stating "power cable disconnect". The patient had complained of these a couple weeks prior, in which their battery clips were exchanged on (B)(6) 2025. The patient continued to get alarms. The alarms resolved when the black power cable was ¿wiggled¿. The pins of the power cables were inspected and did not have wear or tear identified. The event log file recorded several low power advisory events while connected to battery power on 15mar2025. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. This was a signal from the battery which is monitored by the system controller. A voltage reduction was not recorded during these events. The reduction in the signal value was casing the low power advisory alarms. The system controller was exchanged which resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage/power cable disconnect alarms on the heartmate 3 system controller (B)(6) was confirmed via submitted log files. Submitted logs revealed multiple atypical intermittent power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults active on the black power cable while on battery power. The alarms clear shortly after activating and are not associated with a power source exchange. The system controller (B)(6) was also returned for testing. The controller underwent preliminary and functional testing and passed without issue. The system controller was also connected to a mock circulatory loop, test battery clips and batteries, the power cables were heavily manipulated, and no alarms activated. The system controller was then disassembled for further investigation. The resistances of the internal wires of both power cables were measured. While measuring, the power cables were manipulated; however, no abnormal values were observed. All wire resistances measure approximately the expected 0.5 - 1 ohms. No issues were observed. The reported low voltage/power cable disconnect alarms were unable to be reproduced. Provided information revealed that the clips were exchanged prior on (B)(6)2025 and that the system controller was exchanged resolving the event. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.